Event description:
As reported by the edwards clinical specialist, one day post transapical transcatheter aortic valve replacement (tavr) procedure, the patient suffered a massive stroke.

Manufacturer narrative:
Additional information provided by the edwards clinical specialist (cs), indicated the patient's is currently in an extended care facility (ecf) and is doing poorly. The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required or performed as there was no allegation of product malfunction. Per the instructions for use for the edwards sapien valve, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case the exact cause for the event is unknown, however, along with the procedure itself, there are multiple potential factors including the patient's co-morbidities (i.e. Diabetes) and increasing age that could have caused or contributed to the event. Since there is no labeling issues and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.